Event description:
On 2nd may, 2022 getinge became aware of an issue with one of surgical lights - powerled 700. The screw holding fork was loose, connection between fork and lighthead was loose and the paint was chipping from the fork. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with one of the surgical lights - powerled 700. The screw holding fork was loose, a connection between the fork and the headlight was loose and the paint was chipping from the fork. We decided to report the issue in an abundance of caution as any parts falling off into a sterile field or during a procedure may cause contamination. According to the information obtained from the service unit, the device has been repaired by the replacement of the faulty part - pwd/hld 700 single fork hd video bracket (ard368323998). It was established that when the event occurred, the surgical light did not meet its specification due to paint chipping and loosened connection between the fork and the headlight, which contributed to the event. There is no information if the device was or was not being used for a patient¿s treatment upon the event occurrence. The review of received customer product complaints related to the investigated issue revealed that there were no injuries to a user nor to a patient or operator when these particular malfunctions occurred. Comparing the number of claimed devices to the number of sold devices worldwide, we can assume that the failure ratio of the paint chipping is moderate and the failure ratio of loosened connection between the fork and the headlight is very low. According to the conclusion of the analysis related to the loosened connection between the fork and the headlight, the gap between the fork and the headlight was caused by a loosening of the bracket fixing screws over a long period of time due to a lack of thread-locking patch on 3 screws in the production line. To prevent any safety issue related to a loosened connection between the fork and the headlight the user manual (01581 rev. 9, pages 20-22, 39) mentions to check the headlights for chipped paint, impact marks and any other damage and to perform yearly preventive maintenance. According to the conclusion established by the manufacturer¿s subject matter experts regarding the paint chipping issue, all maquet sas products comply with: iec 60601-1 ed. 2.0 & ed. 3.0 genera requirements for basic safety and essential performance. Iec 60601-2-41 particular requirements for the safety of surgical luminaires and luminaire for diagnosis. Paint definition pfc066. This procedure defines maquet sas¿ requirements for all painted parts. Disinfection products test. The aim of these tests is to detect any incompatibility with disinfectant. The paint chip or paint damages are due to: impacts, collisions (abnormal use). The operating manual (powerled¿s 01581 rev. 09, page 29) includes the instructions to pre-position the arms prior to use, in order to prevent damages. To prevent any similar incident, it is recommended to avoid collisions between devices. Visual inspections during the cleaning allow to detect the painting defect, we recommend to perform corrective maintenance to rectify the default after its detection. Minor paint chip can be repaired with touch up paint, nevertheless, the parts impacted by serious damage must be replaced. We believe the related devices are performing correctly in the market. We also believe that if the manufacturer¿s recommendation had been followed the incident related to the paint chipping issue could have been avoided. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.